Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 11/17/2015 to report that on (B)(6) 2015, patient experienced a loss of connection between the transmitter and smart device. Dexcom representative advised patient to switch to data to test connectivity as well as reset his router which was unsuccessful for the reported issue. No additional patient or event information is available.